Event description:
Pt is a diabetic who uses precision qid strips to monitor blood glucose. Pt returned to the pharmacy with an opened box of strips, lot # 85953, stating that the strips were not giving accurate readings. Pharmacy personnel replaced the strips with a fresh box of a different lot.